Event description:
User reports discrepant patient results for multiple assays. Eight patient examples provided, all repeated using different methodology, unless noted. Patient 1, 2008, initial amylase result 123 u/l, repeat gave 81 u/l. Patient 2, 2008, initial lipase result 46 u/l, repeat gave 85 u/l. Patient 3, 2008, initial calcium result 6.2 mg/dl, repeat gave 8.6 mg/dl. Patient 4, 2008, initial calcium result 5.9 mg/dl, repeat gave 8.3 mg/dl. Patient 5, 2008, initial vancomycin 141 ug/ml, repeated twice giving 124 (same methodology) and 90 ug/ml. Patient 6, 2008, initial calcium result 11.2 mg/dl, repeat gave 9.7 mg/dl. Patient 7, 2008, initial calcium result 12.5 mg/dl, repeat gave 8.1 mg/dl. Patient 8, 2008, initial calcium result 12.7 mg/dl, repeat gave 8.3 mg/dl. The erroneous results were not reported. Field service representative was unable to determine root cause but noted he replaced the following parts; hmtc 100 assembly, circuit board assembly do-a3, valve assembly and r1 syringe drive assembly. Performance tests performed which were within specification.